Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed for downstream occlusion. There was no reported patient harm. The event occurred while in use.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had downstream occlusion alarm. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.